Event description:
According to the reporter, when the device was fired, the loading unit had no staples included. The doctor had to open a new device to continue the procedure. The instrument did transect tissue. There was no bleeding or tissue damage. However, the surgeon changed technique due to the issue, and the procedure was extended more than 30 minutes.

Manufacturer narrative:
(B) (4). (B) (4).